Manufacturer narrative:
B3: date of event was on 1 and 2 of april 2025. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking internally and had a continuous temperature alarm at start up that cannot be cleared. The event occurred at initial turn on before.

Manufacturer narrative:
D3: corrected. D9: 11-jun-2025 h3: one device was returned for evaluation in used condition. Upon initial startup, the device exhibited an internal leakage and a continuous temperature alarm that could not be cleared. Functional testing confirmed the reported issue. The root cause was identified as fluid ingress, which damaged the main board. The main board was replaced to address this issue.